Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges leakage at the insertion site of the catheter. The catheter was removed and replaced.

Manufacturer narrative:
(B)(4). The customer returned one used single-lumen cvc for evaluation. A visual inspection was performed and no issues were identified. The catheter body measured 210mm in length, which is within specification. Functional testing was performed by connecting the extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed and no relevant findings were identified. The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer alleges leakage at the insertion site of the catheter. The catheter was removed and replaced.